Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the fibulink broke. The link and compression device never linked, and no compression was had. The doctor then removed all of the fibulink parts from the body. A second fibulink was inserted. This time, the link and compression device linked, which allowed for compression of the syndesmosis. One week later, the second fibulink failed post op, as the patient experienced pain. X-ray confirmed the failure of the fibulink; the link and the tibia screw were separated. The patient underwent revision surgery. The link was able to be removed, but the tibia screw was unable to be extracted. The doctor was able to place two 4.0 cortex syndesmotic screws above and below the broken fibulink tibial screw. The revision surgery went well; outcome is good to date. This report is for a fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4) and captures the intraoperative event of the first broken fibulink. The postoperative breakage of the second fibulink and subsequent revision surgery is captured under (B)(4).